Event description:
It was reported that the patient¿s stimulator was not working. This had occurred for several years. They had tried to replace the stimulator after the leads somehow got ¿repositioned,¿ but because the patient had a compromised spine and the surgeon tried for 3 or 4 hours, they couldn¿t get the leads back in. This had taken place around 2005 or 2007. The stimulator was not functional. It was noted that the patient did not have a managing healthcare provider (hcp) for his device. Follow-up was performed to gain further information about this historical event. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 7427, serial # (B)(4), product type implantable neurostimulator; product ID 7427, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 3487a-56, lot # j0110856v, implanted: (B)(6) 2001, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3487a-56, lot # j0110856v, implanted: (B)(6) 2001, product type lead; product ID 7495-10, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-10, serial # (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).